Event description:
It was reported that the pt was re-implanted on (B) (6) 2010. According to the device explantation report, there were no damages found at the explant surgery. Currently, there is no further info available about the circumstances having led to surgery.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.